Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). Leak test failed inserting and removing test probe the analysis results of the b12lt device found that it was returned in good visual condition. The device was functionally leak tested and failed during the insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load as a resulting from manipulation of inserted devices. However, an investigation has been initiated to address the root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Air was not removed? Insufflate gas in the patient's body could not be removed even though the stop cock of the device was opened.

Event description:
It was reported that during a laparoscopic urological procedure, air was not removed. Another device was used to complete the procedure. There were no adverse consequences for the patient.